Event description:
Approximately a month ago prior to the phone call the customer noticed that the display of the insulin pump had a line on the display of the screen, making the screen unreadable. This issue reoccurred on the morning of the report, on (B)(6) 2014. It seems that part of the display was erased by the lines on the display. There was damage on the ink display of the insulin pump. The customer was unaware of how the damage had occurred. The customer could not recall their blood glucose level at the time of the incident. The customer was advised that the device needs to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.